Event description:
The reporter indicated that on (B)(6) 2023, a 12.6mm, vticmo12.6, -8.0/2.0/089 (sphere/cylinder/axis), implantable collamer lens tore/broke during injection/delivery into the eye right eye (od). The lens was removed intraoperatively with no patient injury. On (B)(6) 2023 a replacement lens was implanted and the problem resolved.

Manufacturer narrative:
H6 - device code 1494: off-label use (under 21yrs of age at date of implant) h6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim # 730968